Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring system) display power supply has gone bad. The customer was provided with a replacement power brick. The customer's power brick was returned to nihon kohden, evaluated and the problem was duplicated. The non-working power brick was discarded. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the cns (central monitoring system) display power supply has gone bad.